Event description:
It was reported that while inserting a bd saf-t-intima¿ IV catheter safety system, it was noticed that the during advancement of the catheter the needle was not disengaging and remained in the catheter.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8053788. Our records show the reported lot was manufactured on 02/25/2018, and it was determined that this is the only instance of difficult needle disengagement being report in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd could not confirm or reproduce the reported failure mode to manufacturing process without sample or photo available for evaluation, which is essential to perform a better investigation. Manufacturing process where the material is built was inspected and no equipment, instrument that could cause this kind of damage were detected. This product is tested functionally and so far no failure has in the safety mechanism have been reported. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Pfmea¿s 4797 and p-eura rm5942 was reviewed and process controls are very likely to detect failure modes and prevent failures end users.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while inserting a bd saf-t-intima¿ IV catheter safety system, it was noticed that the during advancement of the catheter the needle was not disengaging and remained in the catheter.